Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test due to cracked end cap. No a33 alarm noted during our testing. Unable to perform basic occlusion, occlusion, excessive no delivery test due to prime fill anomaly. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer stated that insulin is squirting out of the insulin pump. Customer's blood glucose reading was 180 mg/dl. Product is being returned and replaced.